Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was not available and only the history log was analyzed. The infusion started at 2022-04-09 at 09:52 pm with a rate of 1ml/h and a volume of 50l. During the infusion, the line was purged several times. At the next day at 05:42 the syringe was empty. The syringe was empty because the line was purged several times. No other abnormalities were found. The complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is not available for investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to customer: the dose dripped earlier in neonatal patient. It was inserted 108 ml nutrition solution - setting for 26h dosing - dispensed in 18 h. Patient injury = no.